Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of hyphema occurred, anterior chamber irrigation was performed; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the stent implantation procedure, hyphema has been identified on the following day. After 2 days anterior chamber irrigation was performed for the hyphema. The progress after anterior chamber irrigation was identified to be good, with no impact on vision or intraocular pressure. The hydrus remains in the patient's eye. Additional information was requested and stated by the physician as it was considered that the posterior wall of schlemm's canal was injured by the cannula of the stent delivery system, which likely resulted in significant bleeding.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the stent implantation procedure, hyphema has been identified on the following day. The anterior chamber irrigation was performed for the hyphema. The progress after anterior chamber irrigation was identified to be good, with no impact on vision or intraocular pressure. The hydrus remains in the patient's eye. Additional information have been requested.

Manufacturer narrative:
Additional information was added in a3.a., b.5., b.6., b.7., h.3. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and stated by the physician as it was considered that the posterior wall of schlemm's canal was injured by the cannula of the stent delivery system, which likely resulted in significant bleeding.